Event description:
The angiosculpt catheter was used for a therapeutic coronary procedure in a severely calcified proximal lad lesion. During use, the catheter would not advance through a stent and could not be pulled back to come out. Therefore, the catheter and guidewire were removed as a system. The procedure was completed with a regular balloon. No patient injury reported. During device analysis, a detached scoring element was observed. This product problem is being submitted due to the removal as a system and detached scoring element; potential for harm.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned without the guidewire. Visual inspection found the scoring element detached from the intermediate bond and pulled distally over the distal tip but remained intact to the device. During functional testing, a laboratory 0.014" guidewire was inserted through the distal tip and through the device with no resistance. Block h6: a probable root cause may be due to lesion morphology (severely calcified lesion) within the stent, which likely required some degree of force for removal, resulting in the detached scoring element observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.